Manufacturer narrative:
.

Event description:
The hcp reported, via clinical study, the patient was experiencing fever and confusion in 2004. On 3/26/04, the hcp reported the patient had a CT scan of the brain without contrast to check lead placement only. An MRI of the brain revealed edema around the electrodes. The hcp reported the leads were removed due to infection. At follow-up on 04/26/04, the hcp reported a lumbar puncture had revealed no abnormalities; cultures were negative. The hcp reported cultures of the leads were also negative. The patient was treated for two days with steroids and vancomycin without improvement; the patient continued to have problems with cognition. The patient was discharged in stable condition with physical therapy. The patient withdrew from the clinical study in 2004. In september, the hcp reported the patient continued to improve in terms of mentation. The patient's memory had improved; no hallucinations. However, dyskinesia was present and the patient's disease had worsened since hospitalization for infected leads.